Manufacturer narrative:
The compressor was not investigated by our field service engineer. No service on the compressor has been requested by the user facility. The user facility performs their own repair and service. No logs from connected ventilator have been provided and no parts were returned for investigation. Based on prior investigations the most probable cause to this failure was leakage in the valve piston in the standby valve resulting in wrong pressure measurement, but the true root cause cannot be determined without investigating the standby valve itself. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the compressor cycled on and off. There was no patient involvement. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).